Event description:
During a procedure, it was noted by md and tech that there was a black piece of something in the pt's lung. Md suctioned this small piece out of the lung, kept it and examined it. It appeared the piece came off the scope. After careful inspection of the scope, it appeared the black piece peeled off the end of the scope. No other debris was noted.